Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after a implant duration of zero days . It was noted that the device was "not a good fit".

Event description:
The customer stated diluent empty alarms began occurring on the cell-dyn 1800 analyzer after performing routine maintenance. The diluent syringe was cracked and leaking. Field service replaced the diluent syringe. No impact to patient management was reported.